Event description:
Info received indicates the casters at the head end of the stretcher are not holding in brake.

Manufacturer narrative:
The tech found the rivet missing between the transfer link and the brake tube. The tech replaced the rivet to repair the stretcher.